Event description:
In 2008, this patient was treated with a gore excluder aaa endoprosthesis contralateral leg component and a gore excluder aaa endoprosthesis trunk ipsilateral leg component. Two months later, patient presented with a persistent endoleak and aneurysm enlargement. The patient was converted to an open repair and tolerated the procedure.

Manufacturer narrative:
Please note additional device used in this procedure: gore excluder aaa endoprosthesis trunk ipsilateral leg component (pxt261414/04924407).